Manufacturer narrative:
A ge representative evaluated the system, but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the system displayed a fault message and became non-functional. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.